Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Device is not available for evaluation.

Event description:
It was reported that a patient developed a hematoma of 4 cm in size and a pseudoaneurysm immediately after a mynx device was used for vascular closure. An ultrasound confirmed the artery had not completely closed. The patient reported that an "apparatus" (mechanical compressive device) was applied to the groin for about 8 hours to stop the bleeding. Later, the patient experienced swollen legs and pain at the access site from the "apparatus" that was placed on the groin. The patient received physical therapy as a result of having swollen legs. At the time of this report, the patient was still experiencing pain at the access site, but the swelling was "getting better" and a cat scan confirmed the hematoma had reduced from 4 cm to 3 cm in size. The patient reported feeling "fine." No further medical intervention was given at this time. Additional information was requested, but is not available at this time.

Manufacturer narrative:
The patient outcome was provided.

Event description:
Upon a follow up with the patient, the following information was reported: the patient had a follow up appointment two months after the procedure. The surgeon palpitated the groin area and was confident that the pseudoaneurysm and hematoma had reduced and was resolving on its own. There was no further intervention required. The patient was given signs and symptoms to look out for and report back to the hospital if any of those signs and symptoms were observed. The patient's normal adl (activities of daily living) had resumed and was doing "fine" at the time of this report.